Event description:
Patient reported: I had the same kind of sounds coming from my device about a year ago. I had a frayed wire; hopefully it is not that. The patient registration database show the st jude lead above was cap d and replaced (B)(6) 2019. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).